Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 10.0mmol/l. The customer fell on the top of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm audio/beep anomaly. Customer's blood glucose at time of incident was 10.0mmol/l. The customer was advised to remove the battery and placed the pump in storage mode. Customer stated the constant tone and alarm disappeared. The customer was advised to perform self-test and was not able to run self-test due to the constant tone back on. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received stuck in a flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the display anomaly. Unable to verify the backlight anomalies due to a flashing white lcd. The pump was received with severe scratches on the casing. The pump was received with minor scratches on the lcd window, a pillowing keypad overlay and a peeling end cap address label.